Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle with the sealant sleeve pulled back to the shuttle handle. The advancer tube wasn't engaged to the tamp lock. A small piece of sealant was separated from the device. The procedural sheath was not returned. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. In addition, visual inspection revealed that there was no saline in the balloon. Vacuum was drawn from the balloon prior to fully being inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The lot history record (f1608201) indicated that there were no non-conformances related to this event. The lot met all established performance criteria prior to shipment, including quality control acceptance criteria and sterilization. Based on the information provided and the investigation performed, the root cause of the reported event could have been caused by an incomplete engagement of the advancer tube during the procedure. If the green shuttle is not advanced until resistance is felt (per the mynx instructions for use (IFU), step 2-deploy sealant, figures 4a & 4b), the advancer tube will not be engaged to the distal tamp lock. This would cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, based on the information reported, it cannot be conclusively determined why the shuttle down step could not be completed. Should additional relevant information become available a supplemental MDR will be filed. This is report 1 of 2; from the same user facility as MFR report #: 3004939290-2016-00251.

Event description:
It was reported that the mynx 6f/7f vascular closure device did not deploy correctly. The mynx device was being used for right femoral arterial closure at the end of a cardiac catheterization procedure. The physician reportedly performed all of the correct steps for closure; however, the device did not deploy. Subsequently, the mynx device was removed and manual pressure was held on the groin to control bleeding for an unreported duration. There was no report of patient injury. Additional information was requested, but is not available at this time.